Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department to investigate the reported error. The fse verified the reported error via the instrument error log. Fse found the incubator misaligned with the c. Trans assembly. The drive incubator dive belt position was corrected and the cup transfer was verified by the fse. Instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual section 12 flags and error messages states the following: [4153] c. Trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported issue was due to incubator drive belt slipping and its position needing to be corrected. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 4153 c. Trans-z home overrun during b12 calibration on their aia-900 instrument. Customer rebooted the instrument and the error still occurred. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prl and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.